Manufacturer narrative:
Final analysis found that the communications with the device could not be properly established and the egms in the device could not be reviewed. The cause of the event is believed to be due to data corruption that was present in the device memory. After a device firmware download, normal function ensued. The cause of the memory corruption could not be determined.

Event description:
New information notes: the device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the implantable cardiac monitor exhibited a diagnostics anomaly. The device remained implanted.

Event description:
New information notes, the device exhibited back vvi mode. After a device software download, normal device function resumed. On (B)(6) 2014 the device exhibited a second occurrence of backup vvi mode and could not be interrogated. After a device software download, normal device function resumed.